Manufacturer narrative:
(B)(4). The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, bloody effluent, and cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with ancef 1 gram intraperitoneally (frequency and duration not reported) and fortaz 1 gram intraperitoneally (frequency and duration not reported) for the peritonitis event. Antibiotic treatment with ancef and fortaz was ongoing. Dianeal therapies were ongoing. After three days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.